Event description:
Reportedly, the instrument did not cut the full circle of tissue, as a result the instrument was difficult to remove. It was necessary to open the anastomosis to remove the instrument, cut out the staples and use another instrument to create a new anastomosis under more difficult conditions. It was then a low anterior resection case as result of the resection of the staple lines. Pt condition: satisfactory.